Event description:
The reporter rec'd an er1 message more than six months ago. He went to the dr when he got the message and had his blood glucose tested. His blood glucose result was 150. He stated that his dr did not treat him or make any changes to his medication or diet.